Manufacturer narrative:
Result: foot positioning assembly.

Event description:
It was reported by service report that the right stirrup mechanism has come apart. No pt involvement or adverse consequences are reported.